Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient's ipg had reached end of life. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Issue resolved.

Event description:
Additional information indicates product performance engineering (ppe) confirmed normal device longevity.